Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set broke off into a non-baxter needless connector. This occurred while attempting to disconnect the devices after infusion of chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.